Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent sacrospinous fixation, cystoscopy, cystocele and rectocele repair, vaginal repair due to sui. It was reported that following insertion the patient experienced infection pain, urinary problems, bleeding and scarring. It was reported that patient underwent mesh revision on (B)(6) 2002.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystitis, urinary frequency, urge incontinence, urinary tract infection and urinary obstruction.

Event description:
It was reported that the patient underwent a gynecological surgery on (B)(6) 2001 and mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.